Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to pt's infusion site infection. Lot qualification and sterilization records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that he got an infection at the insertion site and was prescribed antibiotics to treat the infection. He also reported having blood glucose levels of 389 mg/dl.